Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the solitaire fr revascularization device was returned for analysis. The solitaire fr pushwire was returned separated/broken and retained by shrink tubing. The solitaire fr pushwire was found broken from the distal end of the marker coil. The ptfe shrink tubing was found damaged. The solitaire fr finger markers were examined inside the introducer sheath and they were aligned properly. The solitaire fr revascularization device was pushed out from within the introducer sheath without issue. No bends or kinks were found with the solitaire fr pushwire or marker coil. Visual inspection showed no irregularities outside of the attachment zone. The stent non-working (tear drop) and working length struts were in good condition. The broken end was cut and sent out to element labs for sem (scanning electron microscopy) analysis. Based on the device analysis and reported information, the report of ¿pushwire break/separation¿ was confirmed as the pushwire was found to be broken. Per sem result (scanning electron microscopy) analysis report, a small area of the fracture exhibits fatigue features, indicating that the cracking initiated from the bar outer surface via fatigue. The rest surface areas exhibit dimple features. It is likely the pushwire broke as a result of high force used (pulling). As per our instruction for use (IFU): ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire fr stent that had strong resistance during advancement in the microcatheter and upon remove, the pushwire was discovered to have broken. The patient was being treated for an ischemic stroke in the middle cerebral artery. Vessel tortuosity was normal. It was reported that there was strong resistance of the solitaire stent in the microcatheter and it could not be advanced after about 10cm. After the stent was withdrawn, the pushwire was found to be broken about 40cm proximal to the stent. All pieces had been removed. The solitaire was replaced to continue the procedure. There was no harm or injury to the patient.